Event description:
During an echocardiogram (tee) 2 years post tavr, an echocardiogram (tee) showed the patient has moderate to severe central leak. Additional information provided in the medical records indicated the initial tavr procedure resulted in ¿perfect transcatheter deployment of the valve with only trace intervalvular leakage.¿ post tavr, the patient had been doing fairly well and participating in cardiac rehabilitation 3 days per week, exercising 45 minutes each day. However, she had a significant decline over the last 2-3 months. She had a bout of gastroenteritis and was admitted for constipation and hyperglycemia. Diuretics were discontinued. She was then readmitted for acute decompensated congestive heart failure. An echocardiogram at the time revealed moderate to severe aortic regurgitation, poor coaptation of the anterior/lateral leaflet (ar noted along nearly 1/3 of area of valve between 3-6:00) and evidence of mild paravalvular aortic regurgitation adjacent to the valvular insufficiency. The patient was placed on diuretics and oxygen. Although she significantly improved prior to admission the patient was noted to be profoundly weak. The physician noted paravalvular leak (pvl) closure would be performed in order to prevent further issues with heart failure. The patient is in stable but declining heart failure due to the ai. To date no intervention has been performed.

Manufacturer narrative:
The patient underwent a valve in valve procedure. The 23mm sapien valve was placed and deployed 1mm more ventricular than the previously implanted thv. The post deployment echocardiogram and aortogram confirmed trivial pvl, and no central ai, with a peak gradient of 8mmhg and a mean of 5mmhg. The sheath was removed and perclosed without incidence. The patient was transported from the room in stable condition.

Manufacturer narrative:
The patient received a 23mm sapien xt valve on (B)(6) 2014 and not a 23mm sapien valve as previously reported.

Manufacturer narrative:
Echo images for the 2014 follow up visit were submitted to edwards for review. The following observation/impressions were made: coaptation of the 3 leaflets was seen on short axis view (sax). A single jet was noted at 4 or 5:00 o¿clock. On long axis view (lax), there was a moderate central jet and two paravalvular jets. On a subsequent lax view the right coronary cusp (rcc) leaflet appeared retracted and causing central ai. The cause of the leaflet retraction could not be ascertained. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case per the imaging review, the central ai was attributed to the inadequate leaflet coaptation. The cause of the leaflet retraction could not be ascertained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.